Manufacturer narrative:
B3: event date unknown. No product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed. No device history record was reviewed since lot number was not provided.

Event description:
It was reported via medwatch (mw5164229): the patient reported that a batch of cassettes had caused high pressure alerts with each pump when attached due to some defect with the cassettes. There was patient involvement and no harm/adverse event reported.